Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd895235, gd895557 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. The cause of could not be determined with the available information. (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. The patient was treated with an unknown antibiotic (dose, frequency and route unknown). The cause of the peritonitis was unknown. The patient was discharged 6 days later and was recovering from peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.